Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set spontaneously fell off from the titanium adapter. This event occurred during use of the device for peritoneal dialysis (pd) therapy. The transfer set was properly tightened during installation and no leak was observed. The transfer set was replaced and the adapter remained in use. There was no patient injury, however the patient was given prophylactic antibiotics. No additional information is available.